Event description:
6/19/93 - pericardial tam ponade - pericardio centesis performed by cardiologist sheath left in for detracy cline administration - 6/19/93. No return from pericardial draingae catheter. Decided to remove since was day 4.removed ley cardiologist - only stump of catheter withdrawn. Appeared to physician that flexion cremping of catheter caused it to break off - when whis happened - uncertain. Will need surgical removal. 6/20/93 pericardial window per cardio vascular surgeon and extraction of foreign body (about 6cm long) from sac.nurse on duty when catheter removed states that catheter was saved for all physicians to see - observe and was then thworn away. End of catheter not jagged, straight across, 6/20/93 surgeon and o.r. Staff did not save foreign body removed from sac. Surgeon states the surgery was performed mainly to do the pericardial window due to her effusions and secondarely to remove the foreign body. Patient condition remains guarded due to cancer metastesis.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.